Manufacturer narrative:
(B)(4). No consequences or impact to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased methotrexate result while using the architect c8000 analyzer. The test was administered 24 after the methotrexate drug was administered. The customer provided the following results for sid (B)(6) : (B)(6) 2015: initial 1.0 umol/l (neat), retested 1:10 dilution: >11.72 umol/l, retested 1:100 dilution: 10.43 umol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, a service history review, a search for similar complaints, and a review of labeling. A service history review indicated no additional occurrences of this issue or any other issues that may have contributed to the discrepant results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, list number 01g06, was identified.